Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the software application are not accurate. The version number of the software was not provided. No adverse event reported. Software application was not requested for return.